Event description:
It was reported that a cartridge did not fit onto the pump. Blood glucose level had no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.